Event description:
Allergan legal department rep reported an alleged complaint against a lap-band device. Per the pt's attorney, there are "complications [undefined]" and the pt requested the removal of the device. No further info was provided. Surgery has been scheduled.

Manufacturer narrative:
Taper unk. (B)(4). The product serial number, the date of the event, and the implant and explant dates were not reported to allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. A product analysis of a returned device does generally not assist allergan in determining a probable cause for surgical and physiological complications; however, allergan does conduct a product analysis on all returned devices. Device labeling addresses the possible outcome of complications as lap-band pt as follows: "precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant. ...medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve pt satisfaction. ...causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear." In addition, device labeling addresses possible foreign object reactions as follows: "special care must be used when handling the device because contaminants such as lint, finger prints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."